Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an active implant during the onset of a pocket infection. This s-ICD was also noted to have exhibited oversensing of atrial flutter resulting in an inappropriate shock and hospitalization with a hematoma in the device pocket. Currently, this device remains in service. No additional adverse patient effects were reported.